Event description:
Tubing filter problem; ppn was leaking from luer lock connection between IV tubing and lipid filter. Junction tight and secure but leaking continued. Filter changed to another lipid filter. Pt continued receiving ppn; tubing not saved when bag changed.